Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. It was noted that the right ventricular lead exhibited loss of capture and stimulation. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and post procedure.